Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that during a procedure for a femoral neck fracture on (B)(6) 2013, as the surgeon was attaching pfna ii blade l80 tan to the impactor, the blade would not rotate, there was resistance. This was also the case with a pfna ii blade l95 tan. When the surgeon wrenched the blade with all his might, the blade turned unusually. The surgeon hammered it in order to insert it inside of the thigh. It was inserted without turning, but fractured bony part dehiscence occurred. The next day, he had the same issue, and the blade turned normally inside of the thigh. No further information is available at this time. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA.